Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated they after the sensor was removed on (B)(6) 2018, they noticed the patient's skin looked infected. The reaction was described and red and itchy. She indicated that the patient went to the hospital to see their doctor on (B)(6) 2018 regarding the skin reaction. It was reported that there was no treatment made or a prescription provided by the doctor and that the patient will require a follow up visit with the doctor. No additional patient or event information is available.